Manufacturer narrative:
(B)(6) this report is for an unknown nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a tibial ex nail was locked distally and not proximally and the patient compressed heavily on the leg and the nail protruded through the tibial nail plateau. Revision surgery took place on (B)(6) 2016 and the same nail was locked proximally. The surgery was completed successfully, without any delays or harm to the patient. This report is for an unknown nail. This is report 1 of 1 for (B)(4).